Event description:
During a thyroidectomy approximately 33 minutes after the start of the case, while dr. Was using the cautery pencil the scrub tech noticed glowing around the tip. Dr. Stopped using the cautery, the charge nurse was called, the cautery pencil and tip and machine were switched out for new items. This occurred a few days ago in a similar situation. In this case 7mls of lidocaine 1% with epinephrine was injected into the operative site prior to the betadine prep at approximately 1118. The cautery settings were cut (blend) 15, coag (coag2) 20 and bipolar 20.